Manufacturer narrative:
Device received with no damage to the reservoir tube lip noted. The test reservoir p-cap was able to lock in place. Device passed displacement test, self test, off no power test and all operating currents tested within the specification. No unexpected low battery alarm or failed battery test noted, (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had no power alerts, plastic chips off when changing reservoirs and had failed battery alerts when insulin pump had three bars. Customer's blood glucose value was unknown. The device will not be returned for analysis.